Event description:
Reported as: "... Patient who developed severe dysphagia and vomiting associated with atypical esophageal dysmotility twenty two months after gastric band placement. ... Device deflation and then band removal were required in an attempt to treat her symptoms." From journal article: "is esophageal dysmotility after laparoscopic adjustable gastric banding reversible?", professor simon msika. Obesity surgery 17, 2007. Follow-up results are pending at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Base upon the completion of the journal article date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcomes of obstruction and vomit as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."